Event description:
The dealer stated the chair slid off the ramp at the doctors office. The chair bumped into someone, no injury to the person bumped. The dealer stated the consumer bumped his leg, but did not seek medical attention.